Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right atrial (ra) lead, right ventricular (rv) lead, and shock channels with oversensing of the ra channel. This resulted in inappropriate atrial tachy response (atr) episodes. It was noted that this patient has a left ventricular assist device (lvad) working at the same time causing this electromagnetic interference (emi) noise. During one episode, the rv pacing rate was faster than expected due to the atrial tracking of the noise. Technical services (ts) analyzed device episode data and provided reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.